Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During onsite visit the filed service engineer (fse) verified the system. The fse determined no loose connections and could not duplicate a low vacuum situation but it was noted that the air current (ac) of the surgery room was very strong. The fse installed an industrial air vent cover for the overhead ac vent and tested the system. The fse completed full service installation record. Based on above information no technical root cause was identified. The root cause could be the too strong air current in the surgery room. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the plume evacuator is not working properly and that over the last month a smell has been noted coming from the evacuator that has increased with each use. The surgeon has developed a cough, "like kennel cough". The surgeon has not gone to an outside physician but has been using a steroid inhaler. The surgeon's symptoms have improved since starting the inhaler. No other staff members are noticing symptoms. Additional information has been requested.